Event description:
As reported: "left knee revised for infection." A femoral component, all poly patella, insert, and tibial baseplate were revised.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: triathlon cr fem comp #6 l-cem; cat#5510f601; lot#ej8nj. Triathlon prim tib baseplate - cemented; cat#5520-b-600; lot#mktda. Triathlon all poly patellar component; cat#unknown; lot#unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.